Event description:
Ous MDR - it was reported this device has shown early battery depletion has occurred. The patient is not pacemaker dependent. The patient states they didn't undergo any therapeutic or diagnostic exams or exposure during the time period when the battery voltage was higher. A ram dump was performed and then a reset was attempted. The physician is planning to replace this device soon. Should additional information become available, this event will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation a warning message was triggered regarding the "eri" battery condition. The device was operating in the safety backup mode. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Next, the pacemaker's memory content was analysed. The battery holter was evaluated indicating a normal current consumption. However, the battery voltage decreased considerably after (B)(6), 2015 reaching the "eri' status on (B)(6), 2015. Several resets were documented on (B)(6), 2015. Therefore, the pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any anomalies. In particular the current consumption proved to be normal and expected. Then, the battery was sent to the manufacturer for analysis. The manufacturing process for the battery was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Subsequently the battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis and confirmed the battery depletion. However, the destructive analysis did not reveal any abnormality which might have led to the an early depletion of the battery. The battery was not defective. In summary, despite the dedicated analysis, the root cause of the early battery depletion could not be determined. The therapy functionality of the pacemaker was not compromised while implanted and in service.